Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of this code batch. (B)(4) manufactured and distributed units of this code batch, there are no units in stock. Received four closed samples and one open sample with the needle attached to the thread. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. A minimum of five samples would be preferred it is the minimum number of units that required. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. However, taking into account that there is one previous complaint of this code batch that the results of samples received did not fulfill the specifications of the OEM, it is concluded that the complaint is justified. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: latvia. Using the needle with suture from one box abruption was observed from several samples. The suture teared off even before using the suture material.